Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation. (B)(4).

Event description:
The customer reported that an 500 ml infusion of amiodarone (cordarone) was programmed to infuse at 16.6 ml/h however the rn noted that the infusion was empty at the end of her shift and displayed a vtbi of 300 ml. There was no patient harm.